Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk ICD, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead had increasig and high thresholds. The pace/sense portion of the lead was capped and replaced. The high volt portion remains in use. No patient complications have been reported as a result of this event.